Manufacturer narrative:
MFR received date: 17 jun 2019. Date of report received: 12 sep 2019. The service engineer confirmed the reported problem and indicated the battery would not charge. The service engineer replaced the battery to resolve the issue and the unit has returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. International UDI # (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.